Event description:
It was reported that the surgeon was using a medical device (articulating endoscopic linear cutter/stapler) to dissect out left recipient lung. Scrub nurse handed up the device to surgeon with a new reload after using two times with success. When the surgeon was using the device for the third time, the stapler did not fire the staples. Then, another new staple reload was placed in the stapler. When the surgeon attempted to use the staples again on the left pulmonary artery, and the stapler got stuck in closed position and would not release as it would normally. Surgeon had to forcefully open the stapler handle to release it.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. D4: batch # 519c76. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). What is the most current patient health status? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device and a second tr45w reload (b) present returned inside a plastic bag. The reload loaded was received unfired and the second reload (b) was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 519c76, and no non-conformances were identified.